Event description:
It was reported that a balloon rupture occurred. The target lesion was severely calcified. A 15mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.